Event description:
It was reported that the console had returned from repairs. During a scheduled procedure, the console software was restarting when the same error codes as before (521 and 213) occurred. The procedure was cancelled. The patient was under spinal anesthesia when the issue occurred. There was no patient injury due to this event.